Event description:
It was reported that cgm displayed an error and prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with assistance, confirmed error did not recur, and successfully started new sensor session; no additional actions were reported.